Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: 'complaint no. (B)(4): non-deflation. Though a part of valve was cut, balloon was not deflated. Finally, the operation was done by urology doctor of another clinic. Depression mark similar to clamp mark was observed at 2-3cm position from inflation funnel junction."

Manufacturer narrative:
The event is deemed serious as it was reported to require medical and surgical intervention to remove the catheter from the bladder. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because the complainant has claimed an "operation" was necessary. (B)(4).